Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the left gas cylinder is not working, the front left caster is stuck in the up position.